Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the proximal balloon pillow appeared bunched. The stent was not positioned on the balloon between the marker bands as per specifications due to bunching of the distal stent wraps. The proximal stent wraps were positioned correctly at the proximal markerband. Deformation was evident to the most distal stent wraps with struts bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.